Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during therapeutic ileostomy closure the surgery, the clamp stopped sealing. The generator emitted the sealing sound and even finished the cycle, but it had no effect on the tissue. The surgical team replaced it with a second clamp, which initially sealed started sealing well but later exhibited the same issue and was subsequently removed, the surgery was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.